Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to have received a button error alarm. Her blood glucose was 96 mg/dl. She said that the pump was under her leg in a chair while she was sitting at the beach and then alarmed button error. During troubleshooting, the customer stated that the time did not advance on their pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. We were unable to perform operating currents, self -test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. In addition, we were unable to verify unresponsive button error alarm due to blank display. Moisture damage keypad traces were during visual inspection. The insulin pump was received with minor scratched lcd window, missing end cap sticker, missing reservoir tube o ring and cracked reservoir tube lip.